Manufacturer narrative:
Concomitant devices: logic tibia implant psc insert, sz 5, 13mm (cn: 02-012-44-5013, sn: (B)(4)). Three peg patella 38mm (cn: 200-02-38, sn: (B)(4)). Lgc tibial fit tray cem sz 5f / 5t (cn: 02-012-45-505, sn: (B)(4)).

Event description:
The aware date will be 15 aug 2019. This project was to find the information submitted by dr. (B)(6) to cases already entered into the exactech complaint system. There has been research into the current electronic complaint handling system, the legacy complaint handling spreadsheets, and the most recent backlog 2018-2019 complaint handling spreadsheet to find matching complaint information. This patient has no match to any of the information we have. Clinical summary it was reported that a male 246 lbs. 61 yo patient experienced a left knee revision on 16 jul 2018 for poly wear, loosening and osteolysis to non-exactech devices. Patient was delivered to the pacu in stable condition. 2 days after the revision the patient had a surgical I&d for a hematoma (non-exactech devices). Patient was last known to have a follow-up doctor¿s appointment on (B)(6) 2018. Preoperative & postoperative diagnosis-failed left total knee replacement with polyethylene wear, osteolysis and early femoral loosening. Findings-poly wear with pitting in the poly on the articular surface. Abrasion of the poly seen on the far lateral margin. Wear on the post of the poly from slight hyperextension of the knee. Tibial component well fixed. Femoral component not grossly loose, bur removed easily. Patellar tracking was normal using no touch technique. Relevant pre op diagnostics- synovasure testing was negative, fluid from joint negative. X-rays ¿were concerning for loosening of the femoral component with osteolysis behind the femur¿. Patient information- dob 23 april 1957, bmi 33.3 relevant medical information: initial implant date (B)(6) 2016, left knee tka for degenerative join disease, severe left knee arthritis resistant to conservative measures. Arthritis. These devices are used for treatment not diagnosis. Concomitant devices: logic tibia implant psc insert, sz 5, 13mm (cn: 02-012-44-5013, sn: (B)(4)). Three peg patella 38mm (cn: 200-02-38, sn: (B)(4)) lgc tibial fit tray cem sz 5f / 5t (cn: 02-012-45-505, sn: (B)(4)) optetrak logic / k033883

Manufacturer narrative:
Additional information for investigation: the revision reported was likely the result of misalignment of the knee (i.e., deviation of the hka angle by >3° relative to neutral), which appears to have contributed to the femoral loosening, osteolysis, and prosthesis wear observed during the revision surgery. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Section h10: (h3) the evaluation noted the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which may have led aseptic (non-infected) femoral loosening. The prosthesis wear was likely a combination of an increase in cement and bone particles in the joint space, possibly as a result of the femoral loosening, and ¿from slight hyperextension of the knee¿ as stated by the surgeon. However, this cannot be confirmed as the explants were not available for evaluation. (D11) concomitant devices: logic tibia implant psc insert, sz 5, 13mm (cn: 02-012-44-5013, sn: (B)(6)). Three peg patella 38mm (cn:200-02-38, sn: (B)(6)). Lgc tibial fit tray cem sz 5f / 5t (cn: 02-012-45-505, sn: (B)(6)).